Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review could not be performed, as the lot number is unknown. The complaint investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon available information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the MRI breast biopsy, the obturator has a gap between the tip and the start of the gadolinium (gaps have been observed as large as 4-5mm), thus causing possible errors in targeting. The procedure was completed and there was no reported patient injury.